Event description:
It was reported that in preparation for a coronary stenting treatment procedure, stent damage occurred. The lesion was located in a coronary artery. When the device was removed from the package the device looked "frayed" and not smooth at the wire near the tip. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.